Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented pain due to the pump was not secured in the correct position and is high riding and gets in the way during intercourse. The pump was removed and replaced with extra tubing to get it in a more dependent location. There is no additional information reported.